Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an abnormal endoscopic image appeared on the monitor. The user replaced the device to another device to complete the procedure. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that a camera head communication error e224 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Olympus local service engineer report that the communication error was occurred and discolor of the connector pin of the connector of the device. Omsc surmised that the reported phenomenon was occurred due to the video signal could not be transmitted to the camera control unit because discolor of the connector pin of the connector of the device by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.